Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported this was a venotomy closure of a common femoral vein using the pre-close technique via a 9f sheath hole prior to an endovascular aneurysm repair (evar) procedure. The sutures of two proglide devices were successfully placed. The sheath remained 9f and the evar procedure was completed. Reportedly post procedure, both sutures broke during knot advancement. Hemostasis was achieved with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.